Manufacturer narrative:
Report number 9612296-2017-00025 mistakenly generated against the wrong manufacturing site. Please disregard report 9612296-2017-00025 and refer to report 2050012-2017-00021.

Manufacturer narrative:
The difference between the original and repeated results exceeded assay total precision claims. However, the customer did not amend the original results as they indicated the magnitude was insignificant. The customer calibrated with the matching lots to resolve the issue.

Event description:
The customer reported a low shift in quality control for calcium. Upon troubleshooting, it was discovered that the customer was shipped mismatched lots of calibrator. The customer used mismatched lots to calibrate and ran patient samples which generated results exceeding assay total precision claims on multiple chemistries for thirty seven (37) patients. The original results were reported out of the laboratory. Upon repeating patient samples using the corrected calibrator lot and its set-points, the customer compared the original results and repeated results and believed the differences were insignificant. The customer did not amend the results. The customer confirmed there was no change to patient treatment. Quality control was within their established range before the event. The customer noted a shift in calcium qc but it was within their established range.